Event description:
While attempting to disconnect the IV tubing from right ventricle port of an arrow swan-ganz catheter, the rv IV tubing connection port came disconnected from the rv infusion line. The end of the broken IV line was immediately clamped with a sterile gloved finger, hemostats applied to the line, and clear tegaderm was placed on end of line to assure air-tight seal. The attending physician was notified and replaced the swan-ganz catheter. The actual catheter was discarded except for the tubing with the orange cap. Unfortunately, there is no lot number on the bag or IV line. Diagnosis or reason for use: hemodynamic monitoring. Is the product compounded: no. Is the product over-the-counter: no. Event reappeared after reintroduction: no.